Event description:
It was reported that during pulse field ablation procedure, a faradrive steerable sheath was selected for use. The sheath was exchanged after pre mapping and as soon as the farawave catheter was inserted, the valve started to introduce air when aspirating with a syringe and the valve was leaking/bleeding back. The catheter was advanced a few centimeters to reset the valve and it still leaked. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. Internal hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage.

Event description:
It was reported that during pulse field ablation procedure, a faradrive steerable sheath was selected for use. The sheath was exchanged after pre mapping and as soon as the farawave catheter was inserted, the valve started to introduce air when aspirating with a syringe and the valve was leaking/bleeding back. The catheter was advanced a few centimeters to reset the valve and it still leaked. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.